Event description:
It was reported that the patient had right sided weakness. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted in the laa of the patient. The patient was discharged home on anti-coagulation the next day. On (B)(6) 2019 the patient came back to the hospital with right sided weakness following syncope. The patient was admitted to the hospital where a computed tomography (CT) scan and magnetic resonance imaging (MRI) were performed. This showed some right mid cerebral artery disease and severe carotid disease. A transesophageal echocardiogram (tee) was performed on (B)(6) 2019 which showed that the device still looked to be in a good position. It was reported that the patient stopped taking the required anti-coagulation medication 1 week after the watchman procedure. The patient has now been started on coumadin. The patient was transferred from the hospital to a skilled nursing facility. It was further reported that the diagnosis made by the physician was a cerebral vascular accident and extensive carotid disease. The patient was switched from taking coumadin and is now taking eliquis and plavix for the carotid disease.

Event description:
It was reported that the patient had right sided weakness. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted in the laa of the patient. The patient was discharged home on anti-coagulation the next day. On (B)(6) 2019 the patient came back to the hospital with right sided weakness following syncope. The patient was admitted to the hospital where a computed tomography (CT) scan and magnetic resonance imaging (MRI) were performed. This showed some right mid cerebral artery disease and severe carotid disease. A transesophageal echocardiogram (tee) was performed on (B)(6) 2019 which showed that the device still looked to be in a good position. It was reported that the patient stopped taking the required anti-coagulation medication 1 week after the watchman procedure. The patient has now been started on coumadin. The patient was transferred from the hospital to a skilled nursing facility.